Event description:
It was reported that the patient presented for generator replacement procedure. The right ventricular (rv) lead was connected to the new device and showed normal parameters. Post procedure, while the patient was in the recovery room, it was observed that the rv lead pacing impedance was low. The physician was concerned about a possible lead screw issue. Patient was transferred to the ep lab and after disconnecting and reconnecting the device, further testing again showed normal parameters. Two days later, patient presented to the emergency room with the same low impedance issue. Patient was stable throughout the event.

Manufacturer narrative:
The implant date was reported as follow "implanted in 2015".